Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: device photograph(s) for the device related to the reported event of material rupture and failure of implant was reviewed on 30-may-2022. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported left side "rupture when inserting." Device not implanted.